Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed was performed.

Event description:
Boston scientific received information that during implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system exhibited high out-of-range (oor) pacing impedance measurements. When the lv lead was tested with the pacing system analyzer (psa) it yielded normal impedance measurements. The field representative confirmed lead to be fully inserted into device header. The physician then attempted another manufacturer's lv lead but still received greater than 2,000 ohms impedance when it was connected with the crt-d. The competitor's lv lead also showed a normal impedance reading of 900 ohms with the psa. The crt-d and lv lead were attempted but not implanted. The competitor's lv lead was left implanted with the new device and all measurements were within normal limits. No adverse patient effects were reported.